Manufacturer narrative:
Device not returned

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter and sensor were replaced to resolve the issue. No additional patient or event information was available.